Event description:
The customer tested her blood glucose and received breeze2 readings of 397 and 370 mg/dl. She retested her glucose using another meter and received readings of 180 and 128 mg/dl. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of her test strips and meter, so no product will be returned for evaluation. A replacement meter was sent to the customer.